Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a pads off message and subsequently failed to show a qrs complex when attached to a test manikin. It was noted by the customer that they had already replaced the pads/CPR cable but the intermittent failure remained. There was no patient involvement.